Manufacturer narrative:
Initial and final MDR (B)(4) - device 1 of 2. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced two infusion set bent cannula events on (B)(6) 2026. The event occurred within three hours of insertion. The insertion site was the abdomen. The infusion set was in use for one day. The blood glucose level was 536 mg/dl, and the patient was treated with a correction injection via multiple daily injection (mdi). The patient replaced the infusion sets and resumed insulin deliveries successfully. No further information available.